Event description:
Boston scientific received information that this left ventricular lead had dislodged. The lead was explanted and replaced during a procedure for device changeout due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.